Manufacturer narrative:
Pending investigation. D10: serial number: (B)(6), item number and full description: 200-02-38 - three peg patella 38mm. Serial number: (B)(6), item number and full description: 02-010-01-0350 - logic femoral ps cem right sz 5. Serial number: (B)(6), item number and full description: 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t.

Event description:
As reported, the patient had polyethylene wear with evidence of osteolysis on (B)(6) 2011. The patient presented on (B)(6) 2019 and had developed increased pain with weightbearing. Developed large effusion and x-rays show lysis suggesting. The patient was revised (B)(6) 2019. The case report form indicates that this event is definitely related to device, definitely related to procedure (obtained from brief summary of zelta). Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8, h6. The following sections were corrected: a4, b1, b2, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.